Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) developed an infection and a revision procedure was performed. When extracting the competitor's leads, the patient suddenly jumped and complained of getting shocked twice. When attempting to interrogate the device, they were unable to get telemetry so the field representative closed the session and reinterrogated the device. The device was then found to be in safety core and fault codes were displayed. It was noted that a little cautery was used and the patient had an magnetic resonance imaging (MRI) the day before the procedure. No further adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.